Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient came to the hospital with an lead integrity alert (lia) on their right ventricular (rv) lead due to noise, non-sustained ventricular tachycardia episodes, sensing integrity counter (sic) and increased and high impedance. During testing of the lead, the patient felt twitching. The patient came back the next day for more testing and there was a suspected fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.